Event description:
Console was unable to prime the purge cassette during device setup. Two separate purge cassettes were attempted, both resulting in the same priming failure. The team then exchanged the automated impella controller (aic), after which the system was successfully able to prime the purge cassette with no further issues. The aic will be reported as a product malfunction with delay of treatment/therapy. There were no noted harm to the patient and no consequence from the delay.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. As a result the clinical narrative was updated captured to b5 event description. Additional h6 health effect clinical/impact and medical device problem coding were updated, corrected. D1 brand name and d4 unique device identifier were updated, corrected accordingly.

Event description:
Clinical rationale: console was unable to prime the purge cassette during device setup. Two separate purge cassettes were attempted, both resulting in the same priming failure. The team then exchanged the automated impella controller (aic), after which the system was successfully able to prime the purge cassette with no further issues. The reported events include failure to detect purge cassette and device revision or replacement. The aic will be reported as a product malfunction.

Manufacturer narrative:
A. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.